Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that a physician in an online survey stated that "no, the guidewire was not successful in providing transurethral/percutaneous access into the bladder/ureter/renal pelvis¿ because "impacted stone, changed to angle tip" in relation to the nitinol guidewire.

Event description:
It was reported that a physician in an online survey stated that "no, the guidewire was not successful in providing transurethral access into the renal pelvis¿ because "impacted stone, changed to angle tip" in relation to the nitinol guidewire.

Manufacturer narrative:
The reported event is inconclusive as no sample was returned for investigation. Although an exact root cause could not be determined a potential root cause could be inadequate biological evaluation. The DHR review is not required as no lot number was provided for this investigation. The instructions for use were found adequate and states the following: warning: this is a single use device. Do not resterilize any portion of this device. Reuse and/or repackaging may create a risk of patient or user infection, compromise the structural integrity and/or essential material and design characteristics of device, which may lead to device failure, and/or lead to injury, illness or death of the patient. Precautions: should be used only by physicians thoroughly trained in endourological guidewire techniques. Direction for use: the physician should select the proper size and length of the guidewire for the procedure being performed. 1. The guidewire is packaged in a protective coil. Hydrophilic coated guidewires require activation of their coating. Prior to removing the guidewire from the protective coil, inject sterile saline through the port to activate the lubricious coating. Remove the guidewire from the protective coil and carefully inspect the guidewire for separation, bends, kinks or a damaged tip. 2. Introduce the guidewire, flexible end first, into the working channel of the endoscopes or percutaneously into the urinary tract. 3. Advance the guidewire slowly into the desired position. Continuously confirm guidewire position either visually or under fluoroscopy. 4. Carefully withdraw the guidewire taking care not to kink. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.